Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 11-APR-2019 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE DRAWER 3.1 AND 3.2 ON THE MAIN HAD FAILED. UPON ARRIVAL, A FIELD SERVICE ENGINEER (FSE) FOUND DRAWER 3.1 WAS FOUND WITH A DAMAGED RETRACTOR BAND, AND DRAWER 3.2 LATCH SENSOR WAS NOT BEING RECOGNIZED IN HARDWARE TEST APPLICATION (HTA). THE RETRACTOR BAND WAS REPLACED ON DRAWER 3.1, AND THE LATCH SENSOR WAS REPLACED ON DRAWERS 3.1 AND 3.2. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES MAIN DRAWERS 3.1 AND 3.2 FAILED AND ERROR MESSAGE DISPLAYED DEVICE WAS NOT DETECTED ON BUS. THE CUSTOMER REBOOTED THE STATION AND ATTEMPTED DRAWER RECOVERY; HOWEVER, THE ISSUE PERSISTED. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES main drawers 3.1 and 3.2 failed and error message displayed device was not detected on bus. The customer rebooted the station and attempted drawer recovery; however, the issue persisted.The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the root cause of the reported issue was shorting between adjacent copper strands within the ASSY RETRACTOR DWR HH CUBIE (PN 353844-01). This condition resulted in localized thermal damage and compromised drawer functionality. Additionally, the ASSY HARD STOP failure was attributed to an electrical continuity failure between the sensor pins and the Module Control Board, preventing the drawer from correctly detecting and registering the closed position. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of ES - Failed drawer device not detected on bus was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process.According to Work Order 02381708, The Field Service Engineer (FSE) reported that the drawer 3.1 and 3.2 on the main had failed. Upon arrival, the FSE found drawer 3.1 was found with a damaged retractor band, and Drawer 3.2's latch sensor was not being recognized in Hardware Test Application (HTA). The retractor band was replaced on drawer 3.1, and the latch sensor was replaced on drawers 3.1 and 3.2. Verified on HTA successfully with no issues observed.During DCHU Visual Inspection:(b)(4): The unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage.(b)(4): The unit was received with a pronounced bend in the cable near the sensor PCB. No other visible anomalies were observed.During DCHU testing:(b)(4): No testing was performed since signs of thermal damage were observed on the copper strands of the returned ASSY RETRACTOR DWR HH CUBIE.(b)(4): The returned ASSY HARD STOP was evaluated using a calibrated DMM. Continuity testing of the sensor pins was performed, and the sensor failed the test.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint of ES - Failed drawer device not detected on bus was due to shorts between adjacent copper strands of the ASSY RETRACTOR DWR HH CUBIE (PN 353844-01)/ This condition resulted in localized thermal damage and ultimately compromised the drawer's functionality.Additionally, the failure of the ASSY HARD STOP was determined to be an electrical continuity failure between the sensor pins and the Module Control Board, which inhibited the drawer from correctly registering the closed position.